Event description:
It was reported in a publication that a retrospective review of a 12 month period of patients who had a corpectomy performed. A total of 91 patients underwent a corpectomy with a 1 month postoperative of x-rays or x-ray imaging performed by 2 surgeons. Data was collected using surgery and cage related parameters, such as spine region, surgical levels, surgical approach, graft type, cage type, supplemental instrumentation, and extent of posterior fusion.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.